Event description:
The hosp advised that the user installed an administration set and closed the door. The user observed the pump was freeflowing. The set had not been attached to the pt when this occurred. The pump was then sent to the biomedical engineering dept. There was no pt consequence. No further pt info was provided. The hosp biomedical engineer advised that the area around the door sear was "gummed up" and the door would not close properly.